Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus data from the blood glucose monitor to be delivered by the pump is displayed in the meter memory as completed, but within 15 minutes the data record is missing in the meter memory.